Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
It was reported that maxplus extension was attached to neutraclear, upon closer observation the rn noticed that the extension set was cracked at the male luer when attached to a nicu patient. Although requested, no further details were provided by the customer for this event.

Event description:
It was reported that maxplus extension was attached to neutraclear, upon closer observation the rn noticed that the extension set was cracked at the male luer when attached to a nicu patient. Although requested, no further details were provided by the customer for this event

Manufacturer narrative:
The customer¿s report that the extension set was cracked at the male luer was confirmed. The set and neutraclear connector were visually inspected for cracks, misassemblies or damages to the components. Visual inspection found that a male luer tip was found lodged into the female port of the neutraclear connector. Closer inspection under a lab microscope observed stress marks at the break site of the male luer tip. No damage or issues were found on the neutraclear connector. No tool marks were observed. An attempt to remove the male luer tip from the neutraclear was not successful. Previous similar investigations have found that if the application of alcohol was not allowed proper time to dry when connecting the mating components. This could create a bond between the two components resulting in difficulties during disconnection. The breakage was caused by an external lateral force. The root cause of the external lateral force was not identified.

Event description:
It was reported that maxplus extension was attached to neutraclear, upon closer observation the rn noticed that the extension set was cracked at the male luer when attached to a nicu patient. Although requested, no further details were provided by the customer for this event

Manufacturer narrative:
The customer¿s report that the set was cracked at the male luer was confirmed. Visual inspection found that a male luer tip was found lodged into the female port of the neutraclear connector. Closer inspection under a microscope observed stress marks at the break site of the male luer tip. No tool marks were observed. An attempt to remove the male luer tip from the neutraclear was not successful. The root cause of the break is due to excessive force as indicated by the visible stress marks observed on the broken male luer tip. Previous investigations have shown that breaks may result from overtightening of the male luer on the mating component. In addition, if the male luer was overtightened upon connection, then it would have been difficult to disconnect the male luer from the mating component. An excess application of force may have been exerted upon disconnection, resulting in the breakage. Additionally, previous similar investigations have found that if the application of alcohol was not allowed proper time to dry when connecting the mating components, it could create a bond between the two components resulting in difficulties during disconnection.